Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: review of the black box shows a manual time/date change made from (B)(6) 2007 at 10:30 to (B)(6) 2016 at 09:42. The last basal delivery and the last bolus delivery were on (B)(6) 2016. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming bolus type).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl and 485mg/dl with vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the bolus type was incorrectly programmed. The basal delivery totals in tdd match the active basal program total or are as expected and the basal history matches the active basal program settings. This report is being made due to the bg excursion the patient experienced due to a training misuse issue of incorrectly programming bolus type.